Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement and high pacing thresholds. The dislodgement was confirmed via x-ray. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement and high pacing thresholds. The dislodgement was confirmed via x-ray. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.